Event description:
During a cancer resection of the right mandible in 2003 a reconstruction plate was implanted. Pt could hear 'cracking' noises in 2005. Plate was noted to be broken and was removed. Another plate was implanted.